Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by the MFR.:the complaint device was returned for analysis. A microscopic and tactile examination revealed a kink in the distal shaft 10.5cm from the tip. A full separation at the collar or proximal location. There was damage at the collar. The polytetrafluoroethylene (ptfe) was fully pulled out from the collar and the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located at the severely tortuous and severely calcified right coronary artery (rca). A guidezilla was selected for use. During the procedure, the physician delivered the guidezilla. A bsc inflation device was used for pre dilatation in the lesion area. After dilatation, an unspecified bsc imaging catheter device was inserted into the guidezilla but it could not be inserted into the port part of the guidezilla. When the guidezilla was removed from the patient, the guidezilla almost detached and it separated after removal. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good